Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Quality assurance performs periodic monitoring of similar incidents and will take action if an unfavorable trend occurs. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Additional information was requested. (B)(4).

Event description:
A doctor reported that immediately after an glaucoma filtering shunt was implanted, the surgeon observed that the shunt did not filter fluid. He completed the initial surgery as a trabeculectomy only. The patient returned to surgery two weeks later and had a shunt implanted. Additional information was requested.